Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary it was reported that on mar. 8, 2024, the patient underwent the surgery via tka for oa for the left knee joint with the product in question. During surgery, the steinmann pin was stuck in the distal temporary fixation medial pin hole of the product in question and could not be pulled out. However, the surgery was performed as it was, and the procedure was not affected. The surgery was completed successfully within 30 minutes surgical delay. No further information is available. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found a fixation pin is stuck at one of the holes of the device. Therefore, it possible to confirm the reported event. Potential cause of this condition can be due to damage of the fixation pin caused by exposure to unintended forces while usage. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was performed trying to disassemble mating components and failed. The overall complaint was confirmed as the observed condition of the sigma hp dis fem align guide would contribute to the complained device issue. Based on the investigation findings, the potential cause can be traced to unintended use error or contributed to event, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent the surgery via tka for oa for the left knee joint with the product in question. During surgery, the steinmann pin was stuck in the distal temporary fixation medial pin hole of the product in question and could not be pulled out. However, the surgery was performed as it was, and the procedure was not affected. The surgery was completed successfully within 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.